Event description:
Explant of sbi diamond carpal fusion plate, due to breakage of hamate screw at mid-shaft. Implanted in 2008.

Manufacturer narrative:
Dimensional inspection showed the screw to be within specification. Cause of breakage could not be determined.